Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration of the ivc filter, tilt of the filter, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration of the ivc filter, tilt of the filter, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the trapease filter malfunctioned including shortness of breath, chest pain, back pain and internal discomfort. Furthermore, the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The exact implant date is unknown. An x-ray image, without physician report, appears to show an inferior vena cava filter. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, along with vision impairment or loss, back pain and abdominal pain post implant and experienced anxiety related to the filter. A radiology specialist assessed prior imaging and medical records, revealing that the clinical indications for filter placement were not clear from the records provided for review. The patient was reported to have a history of chronic bilateral lower deep vein thrombosis (dvt) and pulmonary embolism (pe). The review findings indicated the patient¿s ivc filter is a cordis type trapease filter deployed in the infrarenal ivc at the l3-l4 level with the infrarenal ivc measuring 19mm in diameter at the level of the filter. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially on the lumbar spine. No strut fractures are apparent; no missing filter components were identified and no pericaval hemorrhage. Additional studies were recommended, and the assessment noted that the ivc filter should be removed if the patient could be safely anticoagulated or no longer requires anticoagulation therapy. Referral to an advanced retrieval center for filter removal was recommended. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain and shortness of breath do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration of the inferior vena cava (ivc) filter, tilt of the filter, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. As reported in an updated legal brief, the trapease filter malfunctioned and caused injury and damages to the patient, including, but not limited to shortness of breath, chest pain, back pain and internal discomfort. Furthermore, the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The exact implant date is unknown. The additional information received included an image view of the abdomen that appears to show an inferior vena cava filter; however, a radiology report was not provided. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately thirteen years and eleven months after the filter implantation. The patient further asserts to have suffered from vision impairment or loss, back pain and abdominal pain post implant and experienced anxiety related to the filter. The patient's medical records and imaging files were forwarded to a radiology specialist for assessment of the ivc filter. The assessment noted that the medical records and imaging from the time of filter implantation were not available for review, nor the specific date of filter implantation. The clinical indications for filter placement were not clear from the records provided for review. The patient was reported to have a history of chronic bilateral lower deep vein thrombosis (dvt) and pulmonary embolism (pe). The review findings indicated the patient¿s ivc filter is a cordis type trapease filter deployed in the infrarenal ivc at the l3-l4 level with the infrarenal ivc measuring 19mm in diameter at the level of the filter. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially on the lumbar spine. No strut fractures are apparent; no missing filter components were identified and no pericaval hemorrhage. Additional studies were recommended and the assessment noted that the ivc filter should be removed if the patient could be safely anticoagulated or no longer requires anticoagulation therapy. Referral to an advanced retrieval center for filter removal was recommended.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration of the inferior vena cava (ivc) filter, tilt of the filter, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. As reported in an updated legal brief, the trapease filter malfunctioned and caused injury and damages to the patient, including, but not limited to shortness of breath, chest pain, back pain and internal discomfort. Furthermore, the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The exact implant date is unknown. The additional information received included an image view of the abdomen that appears to show an inferior vena cava filter; however, a radiology report was not provided. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately thirteen years and eleven months after the filter implantation. The patient further asserts to have suffered from vision impairment or loss, back pain and abdominal pain post implant and experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, but not limited to shortness of breath, chest pain, back pain and internal discomfort. Furthermore, the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The exact implant date is unknown. An x-ray image without physician report was provided that appears to show an ivc filter. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, as well as vision impairment or loss, back pain and abdominal pain post implant and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain and shortness of breath do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including migration, tilt, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis, and shortness of breath, chest pain, back pain and internal discomfort. It is reported that the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration of the inferior vena cava (ivc) filter, tilt of the filter, perforation of strut(s) outside of the ivc into surrounding tissue/organs, caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. As reported in an updated legal brief, the trapease filter malfunctioned and caused injury and damages to the patient, including, but not limited to shortness of breath, chest pain, back pain and internal discomfort. Furthermore, the filter is tilted anteriorly such that the proximal (cephalad) apex contacts and partially perforates the anterior caval wall at the l3 level. The filter apex is embedded and partially incorporated into the caval wall at this level. The distal (caudal) apex is positioned more centrally within the lumen of the ivc at the level of the caval bifurcation. All six of the primary filter struts tent the caval wall with perforation present anteriorly and medially. The perforating medial struts contact and directly impinge on the wall of the adjacent aorta. The exact implant date is unknown.